Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques and loaded cartridge with insulin pens. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 254 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide, "with insulin vial upright, insert needle into vial. Inject air from syringe into vial. Maintain pressure on syringe plunger. With needle still inserted into vial, turn vial and syringe upside down. Release syringe plunger. Insulin will begin to flow from the vial into the syringe. Slowly pull back the plunger to the desired amount of insulin."